Event description:
The customer stated that the central monitoring system (cns) when trying to click the admit/discharge button in one specific pt window a microsoft windows error message appears and the cns completely restarts. MFR # 8030229-2015-00030.